Event description:
Intubated patient on ventilator. First time: difficulty with ventilation. Earlier adjusted sensitivity due to autocycling with hr. After adjusting sensitivity vent was cycling with bur and occasional spontaneous lg volume breath. This corrected and returned to ventilating appropriately. Second time: later patient was not ventilating. Appropriately repositioned patient, made adjustments to vent settings and returned patient to vent. Patient was then given a paralytic. Third time occurred a short time after this: noted by attending that chest was not rising and ventilator was not cycling as set. Patient removed from ventilator and hand bagged. Patient did desat to 80's but recovered with bagging on 100%. Ventilator was removed and replaced. Settings from previous ventilator were set and patient was placed back on new vent. No further problems occurred w/ventilation. Bio-med was called and vent was picked up.